Event description:
It was reported that noise resulting in oversensing and inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. Abbott technical support was contacted and the lead was capped and replaced to resolve the event. The patient was in stable condition.